Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to loss of power. Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that the narrow band imaging was unavailable on the vise elite xenon light source. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the front panel didn't light up. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿narrow band image unavailable¿ was confirmed. The device evaluation found the narrow band image (nbi) was unavailable due to a faulty motherboard. Additionally, the front panel didn't light up due to faulty converter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.